Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the single use loading unit (sulu) was fully applied. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functional testing noted that the handle covers were reattached to the stapler. The sulu was reset and loaded into the returned instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and test instrument were applied to test media with acceptable results. The knife cut completely and cleanly. The firing knob advanced and retracted without difficulty. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: the plastic housing of the anvil and firing knob sides of the stapler were disengaged. The product analysis noted evidence that the device was not used as intended. The issue can occur because of excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or attempting to open the device without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: open the instrument by pushing in on the black release button on the cartridge fork lever handle (located at the end of the instrument). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during an open partial lobectomy, when cutting through the parenchyma, there was no issue with the first load, the new loading unit's jaws did not open after the device was clamped over the tissue. The stapler was disassembled by the surgeon to open the jaws and the surgeon had difficulty in removing the jaws from the tissue. A new handle and reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial lobectomy, when cutting through the parenchyma, there was no issue with the first load. The new loading unit's jaws did not open after the device was clamped over the tissue. The stapler was disassembled by the surgeon to open the jaws and a new handle was used to resolve the issue. There was no patient injury.